Event description:
The reporter stated a cq2015a collamer aspheric three piece lens was damaged during the loading process, the haptic was bent while being pushed through the injector. There was pt contact but no injury. The lens was cut to remove from the eye.

Manufacturer narrative:
(B)(4). (B)(4).